Event description:
On (B)(6) 2012, the customer reported to customer service that, according to her lactation consultant, she needs a larger breast shield to use with her breast pump. The tip of her nipple is raw and the skin is peeling off and bleeding. Her lactation consultant advised her to continue using the pump and to apply an ointment to alleviate the pain until she can get larger breast shields.

Manufacturer narrative:
On (B)(6) 2012, customer service advised the customer that larger breast shields cannot be used with the breast pump she is using and the customer indicated that she would contact her insurance company to see how to proceed since they provided her with the pump. On (B)(6) 2012, in follow up with the customer by complaint handling, she indicated that the longer she used the breast pump, the bigger her nipples got and eventually they got too big for the breast shields and the skin started peeling off of the tip of the nipple and ripping on the side. She spoke with a lactation consultant who indicated that she should continue to pump to keep her milk supply up, but she stopped because it was too painful. Her nipple is healing, though it is quite sore. She is hand expressing milk. On (B)(6) 2012, the customer called customer service and a replacement swing breast pump was sent to her and the original single deluxe requested for return. On (B)(6) 2012, the customer called again, reporting that the breast shields she was using with the swing pump were too small. Customer service sent her 36 mm breast shields. Attempts to call the customer (on (B)(6) 2012 - 2 times, (B)(6) 2012 - by letter and (B)(6) 2012) to find out if the replacement pump and larger breast shields resolved her issue were unsuccessful. On (B)(6) 2012, an assessment was made and this customer's issue was determined to be a breast shield sizing issue, not a product malfunction, with no serious injury. On (B)(6) 2012, the customer contacted the complaint handling unit and indicated that she had an infection. On (B)(6) 2012, the customer was contacted regarding her statement that she had an infection and the following information was provided by the customer: customer confirmed she did have a bacterial infection (diagnosed by her doctor). She had a wound from the pump (nipples getting ripped all the way around) and the doctor indicated this is how the infection developed. She had to go on antibiotics for a week, which seemed to dry her up and she is now not producing milk. The replacement pump did not help. Customer stated she put it on the one [breast] that wasn't hurt at all and the first time she used the pump it ripped her nipple apart. When I asked her if the original pump was available for return, she said she still had it but that the issue wasn't just the pump - must be the shields. Customer confirmed she has tried three different size [breast shields] and could not find the right size. Even a manual pump would not work. She was trying to hand express. She is now not even producing milk and has to pay for formula. The customer was advised to ship back pump along with any piece parts that she does not need for our evaluation. She stated she does not have the money to ship it back. We let the customer know she should have a pre-paid return label and she indicated that she would have to buy a box. We let her know she could use the box the replacement pump came in and she stated that had already been thrown away. The customer was told that we could send her a new return label and if she finds a box at the grocery store or some such thing, then she would have the label to return the product. Customer provided new address (just moved): (B)(6) and indicated that "it was really painful and she thought she was doing something wrong and she still has the infection - it's coming back again." Finally, the customer expressed her frustration with medela and requested to not be contacted any further regarding this issue. It cannot be definitively concluded what caused or contributed to the infection. Complaints will be monitored for similar issues.